Manufacturer narrative:
Zimvie complaint number (B)(4). . G4: additional PMA/510(k) number k133339. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that a year after placement, patient had prophy appointment and we noticed infection around gum of #18. (Watched) continued irritation and infection bump and referral to periodontist. After consistent re-infection implant was removed. Symptom: abscess.